Event description:
My complaint deals with an adverse event that happened in 2004 where I had undergone a neck-fusion that left screws in my vertebral discs three-six. Now I believe that these screws caused gangrene." And I wish to have them removed but to my surprise I've been told that the procedure is irreversible so now I am on a medication call "noxafil" for fungus such as my current diagnosis of valley fever however noxafil isn't for the particular fungus of gangrene. And I's stuck begging for help which proved to be fruitless. I need help with this gangrene in my neck being an adverse event I suffer everyday. Please help.